Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-extension. Upn: (B)(4). Model: sc-3138-35. Serial:(B)(6). Batch: 7082914.

Event description:
It was reported that patients heart rate dropped during a permanent implant procedure. The implanted lead and lead extensions were removed and patient was sent to the hospital and recovering well. The explanted devices will not be returned per hospital policy.